Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and obturator sling mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with hysterectomy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.